Event description:
There was no pt involved in this event. This device malfunctioned because the speech became distorted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2013 and that it performed to spec until (B)(6) 2013. Investigation confirmed a failure with the device speech chip at low temperatures (approx below 10 degree c) causing the device speech to become distorted, however, the device was still able to deliver therapy if required. The speech chip was replaced, after which device performed as expected when tested at low temperatures. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.